Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Title unknown/ not provided. First/given name: unknown / not provided. Last name unknown / not provided.

Event description:
It was reported implant was removed due to fracture. . Doctor would place other implant at a later point of time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An osseotite® implant 3.75 x 11.5mm (oss311) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and bone with fracture at the collar. Device history record (DHR) review was completed for the subject lot number (2011091200). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2011091200) for similar event (complaint category keyword: dental : functional : fracture : implant) and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.